Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Video was provided and the reported complaint was observed. Video shows iol implantation. The iol appears to be in a correct position at the pause location for the implantation. After implantation, marks/ lines are visible over the optic. The marks are on the posterior surface of the lens. The larger mark is being manipulated with an additional instrumentation, the mark can be seen pulled away from the iol surface. The removal of the mark cannot be completed. From the video it appears that this is a potentially a large scratch, and in the result some of the lens material has come off and remains partially adhered to the surface. The product investigation could not identify the root cause for the reported complaint "scratch on optic" . No product was returned for evaluation. Video showed marks over the optic area. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, after intraocular lens implant procedure, a scratch was found on the iol optic that was visually confirmed. The surgery was completed without product replacement. There was no harm to the patient.